Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare professional and a family member about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s programmer (pp) didn¿t work. It was reviewed to replace the batteries. There were no symptoms reported and the event date was unknown. Additional information was received from the hcp later the same day inquiring information on MRI compatibility to scan the patient¿s head due to unrelated device/therapy issues. It was reported that the pp was not available and a family member was stating the implant ¿doesn¿t work¿. Information was requested on what was meant by ¿the implant doesn¿t work,¿ since it could mean many things. Based on current definition technical services was not able to recommend a scan. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-06-21 reporting that the patient had not gotten new batteries for their patient programmer which was why it did not work. Nothing else was done in regards to the scs device or therapy. The MRI was not performed. No further information or complications were reported.